Manufacturer narrative:
This MDR is being submitted to update the conclusion. The complaint of the coils failure to detach is confirmed. The dpu passed electrical testing. While the exact root cause cannot be determined, the most likely contributing factor to the coils non-detachment appears to have occurred when the stretch resistant suture came in contact with and adhered to the partially melted detachment fiber that was pooling around the detachment zone. The complaint of the resistance encountered during coil removal cannot be confirmed. Without the return of the sl-10 microcatheter and due to the fact that the coil is partially detached and the coils suture is embedded inside the partially melted detachment fiber, no attempts of duplicating the field complaint can be performed and the exact root cause cannot be determined, however the most likely contributing factor appears to be that the outer sheath covering the resistive heating coil section has been distorted by the heat generated to melt the detachment fiber which may have contributed to the removal difficulty through the microcatheter. An investigation was opened to investigate potential causes of the complaint event.

Manufacturer narrative:
Concomitant medical products: sl10 microcatheter, enpower dcb and enpower connecting cable (ecb00018200/lot unknown). The device was returned for analysis; however, the analysis has not yet been completed. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during a left internal carotid artery procedure, a micrusframe coil ((B)(4)/c40275) did not deploy after five attempts using an enpower dcb and enpower connecting cable (ecb00018200/lot unknown), and there was withdrawal difficulty with resistance felt when withdrawing the coil from the microcatheter. The green light was lit on the system. Upon pressing the power button, all lights illuminated appropriately, and during the detachment cycle, the detachment light illuminated and the audible signal beeped. The procedure was completed using a competitive product. No additional intervention was required. An sl10 microcatheter was used for the procedure, and no damage was noted on the catheter. It was not necessary to remove the catheter with the coil. The actual coil did not appear damaged when removed from the patient (i.e. Prematurely detached, kinked, stretched, fractured). A continuous flush had been maintained through the microcatheter. A pre-deployment electrical check had been performed. There had been no difficulty during the implantation of the coil into the aneurysm. All connections had fit properly without need for excessive force, and all devices appeared normal prior to use. There was no patient injury or clinically significant delay in the procedure due to the event. It was reported that the coil, cable and dcb would be returned for analysis.

Manufacturer narrative:
Conclusion: as reported by a healthcare professional, during a left internal carotid artery procedure, a micrusframe coil (mfr100407/c40275) did not deploy after five attempts using an enpower dcb and enpower connecting cable (ecb00018200/lot unknown), and there was withdrawal difficulty with resistance felt when withdrawing the coil from the microcatheter. The green light was lit on the system. Upon pressing the power button, all lights illuminated appropriately, and during the detachment cycle, the detachment light illuminated and the audible signal beeped. The procedure was completed using a competitive product. No additional intervention was required. An sl10 microcatheter was used for the procedure, and no damage was noted on the catheter. It was not necessary to remove the catheter with the coil. The actual coil did not appear damaged when removed from the patient (i.e. Prematurely detached, kinked, stretched, fractured). A continuous flush had been maintained through the microcatheter. A pre-deployment electrical check had been performed. There had been no difficulty during the implantation of the coil into the aneurysm. All connections had fit properly without need for excessive force, and all devices appeared normal prior to use. There was no patient injury or clinically significant delay in the procedure due to the event. The micrusframe coil was returned for analysis. The unspecified enpower detachment control box (dcb) and the sl-10 microcatheter were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. As viewed through the returned packaging, the coil was returned unsheathed and entangled. Located at the distal tip of the skive, unreported damage of the core wire protruding through the sheath was found. The circumstances of how and when this damage occurred cannot be determined. The cerecyte stretched resistant suture was found to be adhering to the partially melted detachment fiber that pooled around the detachment zone (the resistive heating coils socket ring). The coil was returned undamaged. The device positioning unit (dpu) passed electrical testing with resistance at 51.4 ohms (range 48.5/56.0) and the enpower and cable systems ready green light illuminated. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The cable was returned for analysis. The unspecified enpower detachment control box (dcb) and the sl-10 microcatheter were not returned. The remote ccb functionality verification passed with the detachment cycles initiated, and the cables resistance passed with a reading of 1.2 ohms (specification =2.0 ohms). The cable detached a new random test coil on the first detachment cycle and the systems ready green light remained illuminated before and after the coil detachment (IFU). No manufacturing defects were found. A review of the manufacturing documentation cannot be performed at this time as the lot number is unknown. The detachment control box was not returned for analysis. A review of the manufacturing documentation cannot be performed as the lot number has not be reported at this time. The detachment failure was confirmed for the micrusframe coil, but was not confirmed for the enpower control cable. The enpower control cable passed electrical and functionality testing. The resistance during withdrawing the coil could not be confirmed without return of the microcatheter, but may have been related to the coil being partially detached and the coils suture being embedded inside the partially melted detachment fiber. The dpu passed electrical testing. While the exact root cause of the detachment failure cannot be determined, the most likely contributing factor appears to have occurred when the stretched resistant suture came in contact with and adhered to the partially melted detachment fiber that was pooling around the detachment zone. The detachment fiber may have lost tension and was in contact with the heating surface of the resistive heating coil during the detachment cycle. The exact circumstances of how and when this occurred cannot be determined. In addition, without the return of the dcb and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.